Manufacturer narrative:
(B)(4). A visual nor functional inspection of the product involved in the complaint could not be conducted since the product was not returned. An attempt to duplicate the failure mode was not made because at the time there is no inventory of the involved product code available at the facility nor being manufactured. If the defective samples become available at a later date, this complaint will be updated accordingly. A complaint history review was conducted on the catalog number in question from 09-jun-2016 to 30-jun-2017. No complaints were received in this range with the same issue. The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. The customer complaint cannot be confirmed and no corrective actions can be implemented without the product sample to perform a proper investigation. The root cause is unknown. Teleflex will continue to monitor and trend related events.

Event description:
Patient's procedure: total vaginal hysterectomy (tvh) with bilateral salpingectomy, anterior and posterior vaginal wall repairs (a & p repair). Pubovaginal sling with cystoscopy. The surgeon was using a capio suture, bone anchors were placed on the anterior public ramus. When placing one in the rent, the initial suture broke so the dart remained in the cooper's ligament. A second suture was then placed without any difficulty. A porcine dermis screen was then cut to size and sutured to bone anchors. The patient's condition is unknown at this time.